Manufacturer narrative:
Initial reported complete name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not inflate properly. The iab was replaced with a second one which experienced the same issue. A third iab was then inserted and therapy was continued successfully. There was no patient injury or adverse event reported. This report is for the first iab used. A separate report will be sent for the second iab used in this event.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not inflate properly. The iab was replaced with a second one which experienced the same issue. A third iab was then inserted and therapy was continued successfully. There was no patient injury or adverse event reported. This report is for the first iab used. A separate report will be sent for the second iab used in this event.